Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly to connector board. The battery tube connector plugged back into the connector board, monitored and no blank display noted. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing retainer, missing reservoir tube o-ring, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer¿s insulin pump was damaged. The customer¿s blood glucose was unknown at the time of the incident. It was reported that the battery compartment was cracked. The insulin pump was returned for analysis.